Event description:
"Case (B)(4) (B)(6) 2024 email. Cust stated ""I do have periodontal disease so my gums do bleed each time that I brush my teeth. My dentist just stopped taking my insurance and I am having a hard time finding a local provider. I will see what I can find outside of the area."""

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.